Event description:
It was reported that the patient presented in clinic after receiving defibrillation from the implantable cardioverter defibrillator (ICD). Device interrogation revealed inappropriate shock and oversensing noise on the ICD. Programming changes were performed to resolve the issue. The patient is recovering after the procedure.